Event description:
Kimberly-clark received a report stating, "we had a pump failure at the beginning of a sinergy procedure in the or. A pump failure appeared at the end of the 60 second priming. I tried two different sinergy cables without success. The patient was intubated and under general anesthesia. Procedure was aborted." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4). This event is also reported by baylis medical as report # (B)(4).

Manufacturer narrative:
The device was returned to kimberly-clark for evaluation. A pump function test with test box was performed and the pump passed. Pmg-pump function test with customer cables was performed and ran with no errors. We are unable to confirm the reported event. The directions for use state: "the use of general anesthesia is contraindicated. To allow for patient feedback and response during the procedure, it should be performed under local anesthesia." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.